Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) lot: 7091057 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) lot: 7098889 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) lot: 7108061 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) lot: 7106355

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation implantable pulse generator (ipg) pocket site. The cause of the infection was unknown and there were no symptoms. The patient was administered antibiotics and the system was explanted. The devices will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7091057. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7098889. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7108061. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7106355.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation implantable pulse generator (ipg) pocket site. The cause of the infection was unknown and there were no symptoms. The patient was administered antibiotics and the system was explanted. The devices will not be returned as they were disposed of by the medical facility.